Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/24/2015 with the following findings: evaluation revealed that the black box showed no evidence of time/date reset. The pump is able to maintain time/date settings after 24 hour of power on resets. The pump alarmed with hard cs012 alarm upon confirming the verify screen. The pump was opened and inspected and unidentified pcb failure was concluded. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed an unidentified pcb failure this report is made based on results of investigation completed on 03/24/2015.